Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of critical pump error from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that she was taking things out of the dryer when the pump suddenly alarmed with the image on the screen. The customer will be sent a replacement pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received stuck in critical pump error and unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, corrosion on force sensor assembly and moisture damage on motor assembly.